Event description:
The clinician reports the implant was inserted (B)(6) 2014 in ada 29. On (B)(6) 2018, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative orpost-operative complications reported.